Event description:
Customer reported the equipment does not charge nor turn on the led charging indicator. The technicians performed the review and observed that the affected part is the power source.

Event description:
Customer reported the equipment does not charge nor turn on the led charging indicator. The device power board was received for evaluation. The reported problem was confirmed through the evaluation. The power board cannot charge. The cause is a defective component on the power supply board. The device history record review was performed. No events linked with the reported issue were detected.